Event description:
Plaintiff was employed as a dental assistant who wore and was exposed to latex gloves made by various MFR. Plainitff alleges suffering the following symptoms: allergic rhinitis, hives, shortness of breath and urticaria. Plaintiff alleges developing a latex allergy.